Manufacturer narrative:
A ge svc rep performed an on site investigation. The rep was unable to duplicate the problem reported. The left monitor was replaced. The sys was found to be operating as intended.

Event description:
The customer reported the 9800 sys left monitor was inoperable. No pt injury was reported.